Event description:
It was reported that during a navigated total knee procedure the distal femur measurements were not accurate. The procedure was completed successfully with no delays, adverse consequences, medical interventions, or impact to the patient were reported with the event.

Event description:
It was reported that during a navigated total knee procedure the distal femur measurements were not accurate. The procedure was completed successfully with no delays, adverse consequences, medical interventions, or impact to the patient were reported with the event.

Manufacturer narrative:
A review of the system log files indicated that a bad registration caused the reported event.

Event description:
It was reported that during a navigated total knee procedure, the distal femur measurements were not accurate. The procedure was completed successfully with no delays, adverse consequences, medical interventions, or impact to the patient were reported with the event.